Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It as reported that patient dislocated hip. Surgeon explanted mdm to stretch out leg. New mdm construct implanted. No surgical delay. Doi: unknown. Dor: (B)(6) 2021. Left hip.